Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which was reproduced during the device investigation and confirmed during a review of the device event history log. Evaluation found excessive motor bearing wear with shaft end play, and black material around the bearing. Also the inner and outer gearbox bearings were worn, with the inner bearing cage worn, and starting to disintegrate, and the outer bearing cage broken, and disintegrated. Due to the motor/gearbox bearing failures, the motor assembly was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105 in the bhi a2 nursing care area. It was also reported there was no patient injury.